Event description:
It was reported that pump experienced malfunction with code 16 and could not be reset, with no notable events occurring beforehand and no backup insulin therapy available at time of the call. There was no reported impact to the customer¿s blood glucose level. Customer was advised to contact healthcare provider for backup therapy, was informed a replacement pump under warranty would be shipped with slightly earlier software version and later updated through customer account, and was instructed on storage mode, returning malfunctioning pump within 10 days using provided materials, and programming pump settings and reconnecting continuous glucose monitor on replacement device.